Manufacturer narrative:
Block e1: initial reporter address 1&2: 120-121,near personal branch sbi,link rd number 3, e-3, arera colony; reported here as the address exceeded the character limit for the designated field. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted to treat a biliary obstruction in the biliary duct caused by a malignant stricture above the hilar region during a biliary self- expanding metal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment thumbwheel was rotated to deploy the stent; however, the sheath remained in position and the stent did not deploy. While removing the stent catheter, the sheath moved, and the stent deployed prematurely inside the scope. The stent got stuck and was removed together with the scope. Another epic biliary stent and scope were used to complete the procedure. There were no patient complications as a result of this event.